Event description:
A mayfield skull clamp was involved in a slippage during a procedure and was described as follows; an adult patient was undergoing a posterior cervical fusion on (B)(6) 2010. The mayfield skull clamp was positioned on the patient and locked into position. The procedure had just begun when the unit slipped. The patient did not incur an injury; however, because this was the only unit available, the surgery was delayed by 45-60 minutes. Adult disposable pins were being used during the procedure. There was no stereotaxy device used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.